Event description:
Tip of needle 1 vicryl j977 was noticed to be broken after picked up to put in needle board. Informed surgeon, he checked abdomen, irrigated, completed thorough search of wound including ran through suture holes. Drapes were also checked, unable to locate tip. Due to the size of the tip, provider refused xray.